Event description:
It was reported that the hcp was "unable to restart" the device. It was unknown when that had occurred. No patient symptoms were reported. The pump contained fentanyl. The device was explanted and replaced. There was no patient injury; the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.